Event description:
It was reported that the patient experienced a shocking sensation when in a sitting position. The sensation started to be more apparent on (B)(6)-2011, when the pt was chocked about 15 times. The patient was shocked once on (B)(6)-2011. The pt experienced shocks before, but not to that extent. It was reported that the pt had a yeast infection that was being treated, and she didn't know if that had cleared up. The pt had an appointment with her hcp scheduled for (B)(6)-2011. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the cause of the event was unknown, but he suspected that the patient increased the stimulation intensity excessively. The voltage was decreased by the patient and the problem resolved. It was reported that the patient did not require hospitalization due to the event, and there was no patient injury.

Manufacturer narrative:
(B)(4).